Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was advised that the front panel/display needs to be replaced and was provided with the pat number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.

Event description:
It was reported to vyaire medical that when the vela ventilator display going blank after start up populates. Furthermore, there was no patient associated with the reported event.